Event description:
Caller reported that screen was dark blue with no image. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.